Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("heavy bleeding") in a (B)(6) year-old female patient who had essure (batch no. 886670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysplasia, koilocytotic atypia, inflammation, vaginal odor (and having black discharge), vomiting, suprapubic pain (and cervix exhibits tenderness.), vaginitis, urinary tract infection, pain in extremity, pain ankle, myalgia, joint pain, contusion of wrist, skin abrasion, vaginal itching, vaginal pain, dysuria, vaginal discomfort, delayed period since (B)(6) 2013, dysfunctional uterine bleeding, irregular periods, abdominal cramps, uterine bleeding, menometrorrhagia, endometritis, benign neoplasm of breast and left lower quadrant pain since 2011. In (B)(6) 2011, the patient experienced nausea ("nausea"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced urinary incontinence ("bladder or urinary problems or changes bladder leakage"). In (B)(6) 2012, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation and gas,"), flatulence ("gastrointestinal or digestive system condition type: constipation and gas,") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), amnesia ("neurological conditions or problems type: memory loss") and fatigue ("fatigue"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced pelvic pain ("pain"), visual impairment ("vision/eye problems type: degraded vision") and abdominal pain ("abdomen pain"). In 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti") and fungal infection ("yeast infections"). In (B)(6) 2015, the patient experienced rash ("rashes or skin conditions type: top of legs"). In (B)(6) 2017, the patient was found to have hormone level abnormal ("hormonal changes") and experienced headache ("migraines/headaches") and migraine ("migraines/headaches"). In (B)(6) 2018, the patient experienced tooth fracture ("dental problems tooth breakage "). In (B)(6) 2019, the patient experienced stress ("psychological or psychiatric problems condition:stress/anxiety") and anxiety ("psychological or psychiatric problems condition:stress/anxiety"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, hormone level abnormal, vaginal haemorrhage, urinary tract infection, fungal infection, female sexual dysfunction, rash, urinary incontinence, headache, nausea, tooth fracture, amnesia, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, visual impairment, fatigue, weight increased, constipation, flatulence, alopecia, migraine, abdominal pain, stress and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, anxiety, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flatulence, fungal infection, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, rash, stress, tooth fracture, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff had currently planning for essure removal due to removal reason for pain and heavy bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-may-2019: plaintiff fact sheet and mr received, new reporter, patient demographic , lab data essure start stop date, indication, lot number, expiration date and the event injury replace with, hormonal changes, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type uti, yeast infections, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: stress/anxiety, rashes or skin conditions type: top of legs, bladder or urinary problems or changes bladder leakage, migraines/headaches, nausea, dental problems tooth breakage, neurological conditions or problems type: memory loss, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, gastrointestinal or digestive system condition type: constipation and gas, abdomen pain were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pelvic inflammatory disease ('pelvic inflammatory disease') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a (B)(6) female patient who had essure (batch no. 886670) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinus infection, chest pain, pain in hip, epigastric pain, cholelithiasis, foot injury, flank pain, hematuria and vaginal cuff dehiscence. Concurrent conditions included delayed period since (B)(6) 2013, left lower quadrant pain since 2011, dysplasia, koilocytotic atypia, inflammation, vaginal odor (and having black discharge), vomiting, suprapubic pain (and cervix exhibits tenderness.), vaginitis, urinary tract infection, pain in extremity, pain ankle, myalgia, joint pain, contusion of wrist, skin abrasion, vaginal itching, vaginal pain, dysuria, vaginal discomfort, dysfunctional uterine bleeding, irregular periods, abdominal cramps, uterine bleeding, menometrorrhagia, endometritis and benign neoplasm of breast. In (B)(6) 2011, the patient experienced nausea ("nausea"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced urinary incontinence ("bladder or urinary problems or changes bladder leakage"). In (B)(6) 2012, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation and gas,"), flatulence ("gastrointestinal or digestive system condition type: constipation and gas,") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), amnesia ("neurological conditions or problems type: memory loss") and fatigue ("fatigue"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), visual impairment ("vision/eye problems type: degraded vision") and abdominal pain ("abdomen pain"). In 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti") and vulvovaginal mycotic infection ("yeast infections"). In (B)(6) 2015, the patient experienced rash ("rashes or skin conditions type: top of legs"). In (B)(6) 2017, the patient was found to have hormone level abnormal ("hormonal changes") and experienced headache ("migraines/headaches") and migraine ("migraines/headaches"). In (B)(6) 2018, the patient experienced tooth fracture ("dental problems tooth breakage"). In (B)(6) 2019, the patient experienced stress ("psychological or psychiatric problems condition:stress/anxiety") and anxiety ("psychological or psychiatric problems condition:stress/anxiety"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding") and hot flush ("hormonal changes describe: hot flashes"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes).). At the time of the report, the pelvic pain, pelvic inflammatory disease, menorrhagia, hormone level abnormal, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection, female sexual dysfunction, rash, urinary incontinence, headache, nausea, tooth fracture, amnesia, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, constipation, flatulence, alopecia, migraine, abdominal pain, stress, anxiety and hot flush outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, amnesia, anxiety, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flatulence, genital haemorrhage, headache, hormone level abnormal, hot flush, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, rash, stress, tooth fracture, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff had currently planning for essure removal due to removal reason for pain and heavy bleeding. Anticipated/scheduled date of removal: (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received- outcome of the event dysmenorrhea was updated from unknown to recovered/resolved. Reporter information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pelvic inflammatory disease ('pelvic inflammatory disease') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 39-year-old female patient who had essure (batch no. 886670) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinus infection, chest pain, pain in hip, epigastric pain, cholelithiasis, foot injury, flank pain, hematuria and vaginal cuff dehiscence. Concurrent conditions included delayed period since (B)(6) 2013, left lower quadrant pain since 2011, dysplasia, koilocytotic atypia, inflammation, vaginal odor (and having black discharge), vomiting, suprapubic pain (and cervix exhibits tenderness.), vaginitis, urinary tract infection, pain in extremity, pain ankle, myalgia, joint pain, contusion of wrist, skin abrasion, vaginal itching, vaginal pain, dysuria, vaginal discomfort, dysfunctional uterine bleeding, irregular periods, abdominal cramps, uterine bleeding, menometrorrhagia, endometritis and benign neoplasm of breast. In (B)(6) 2011, the patient experienced nausea ("nausea"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In february 2012, the patient experienced urinary incontinence ("bladder or urinary problems or changes bladder leakage"). In (B)(6) 2012, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation and gas,"), flatulence ("gastrointestinal or digestive system condition type: constipation and gas,") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), amnesia ("neurological conditions or problems type: memory loss") and fatigue ("fatigue"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), visual impairment ("vision/eye problems type: degraded vision") and abdominal pain ("abdomen pain"). In 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti") and vulvovaginal mycotic infection ("yeast infections"). In (B)(6) 2015, the patient experienced rash ("rashes or skin conditions type: top of legs"). In (B)(6) 2017, the patient was found to have hormone level abnormal ("hormonal changes") and experienced headache ("migraines/headaches") and migraine ("migraines/headaches"). In (B)(6) 2018, the patient experienced tooth fracture ("dental problems tooth breakage"). In (B)(6) 2019, the patient experienced stress ("psychological or psychiatric problems condition:stress/anxiety") and anxiety ("psychological or psychiatric problems condition:stress/anxiety"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding") and hot flush ("hormonal changes describe: hot flashes"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes).). At the time of the report, the pelvic pain, pelvic inflammatory disease, menorrhagia, hormone level abnormal, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection, female sexual dysfunction, rash, urinary incontinence, headache, nausea, tooth fracture, amnesia, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, constipation, flatulence, alopecia, migraine, abdominal pain, stress, anxiety and hot flush outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, amnesia, anxiety, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flatulence, genital haemorrhage, headache, hormone level abnormal, hot flush, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, rash, stress, tooth fracture, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff had currently planning for essure removal due to removal reason for pain and heavy bleeding. Anticipated/scheduled date of removal: (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("heavy bleeding") in a 39-year-old female patient who had essure (batch no. 886670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysplasia, koilocytotic atypia, inflammation, vaginal odor (and having black discharge), vomiting, suprapubic pain (and cervix exhibits tenderness.), vaginitis, urinary tract infection, pain in extremity, pain ankle, myalgia, joint pain, contusion of wrist, skin abrasion, vaginal itching, vaginal pain, dysuria, vaginal discomfort, delayed period since (B)(6) 2013, dysfunctional uterine bleeding, irregular periods, abdominal cramps, uterine bleeding, menometrorrhagia, endometritis, benign neoplasm of breast and left lower quadrant pain since 2011. In (B)(6) 2011, the patient experienced nausea ("nausea"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced urinary incontinence ("bladder or urinary problems or changes bladder leakage"). In (B)(6) 2012, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation and gas,"), flatulence ("gastrointestinal or digestive system condition type: constipation and gas,") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), amnesia ("neurological conditions or problems type: memory loss") and fatigue ("fatigue"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced pelvic pain ("pain"), visual impairment ("vision/eye problems type: degraded vision") and abdominal pain ("abdomen pain"). In 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti") and vulvovaginal mycotic infection ("yeast infections"). In (B)(6) 2015, the patient experienced rash ("rashes or skin conditions type: top of legs"). In (B)(6) 2017, the patient was found to have hormone level abnormal ("hormonal changes") and experienced headache ("migraines/headaches") and migraine ("migraines/headaches"). In (B)(6) 2018, the patient experienced tooth fracture ("dental problems tooth breakage "). In (B)(6) 2019, the patient experienced stress ("psychological or psychiatric problems condition:stress/anxiety") and anxiety ("psychological or psychiatric problems condition:stress/anxiety"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, hormone level abnormal, vaginal haemorrhage, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, rash, urinary incontinence, headache, nausea, tooth fracture, amnesia, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, visual impairment, fatigue, weight increased, constipation, flatulence, alopecia, migraine, abdominal pain, stress and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, anxiety, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flatulence, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, rash, stress, tooth fracture, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff had currently planning for essure removal due to removal reason for pain and heavy bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of ptc. Event yeast infections updated to vaginal yeast infections. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 39-year-old female patient who had essure (batch no. 886670) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included delayed period since (B)(6) 2013, left lower quadrant pain since 2011, dysplasia, koilocytotic atypia, inflammation, vaginal odor (and having black discharge), vomiting, suprapubic pain (and cervix exhibits tenderness.), vaginitis, urinary tract infection, pain in extremity, pain ankle, myalgia, joint pain, contusion of wrist, skin abrasion, vaginal itching, vaginal pain, dysuria, vaginal discomfort, dysfunctional uterine bleeding, irregular periods, abdominal cramps, uterine bleeding, menometrorrhagia, endometritis and benign neoplasm of breast. In (B)(6) 2011, the patient experienced nausea ("nausea"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced urinary incontinence ("bladder or urinary problems or changes bladder leakage"). In (B)(6) 2012, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation and gas,"), flatulence ("gastrointestinal or digestive system condition type: constipation and gas,") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), amnesia ("neurological conditions or problems type: memory loss") and fatigue ("fatigue"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced pelvic pain ("pain"), visual impairment ("vision/eye problems type: degraded vision") and abdominal pain ("abdomen pain"). In 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti") and vulvovaginal mycotic infection ("yeast infections"). In (B)(6) 2015, the patient experienced rash ("rashes or skin conditions type: top of legs"). In (B)(6) 2017, the patient was found to have hormone level abnormal ("hormonal changes") and experienced headache ("migraines/headaches") and migraine ("migraines/headaches"). In (B)(6) 2018, the patient experienced tooth fracture ("dental problems tooth breakage"). In (B)(6) 2019, the patient experienced stress ("psychological or psychiatric problems condition:stress/anxiety") and anxiety ("psychological or psychiatric problems condition:stress/anxiety"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding") and hot flush ("hormonal changes describe: hot flashes"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, hormone level abnormal, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection, female sexual dysfunction, rash, urinary incontinence, headache, nausea, tooth fracture, amnesia, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, visual impairment, fatigue, weight increased, constipation, flatulence, alopecia, migraine, abdominal pain, stress, anxiety and hot flush outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, anxiety, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flatulence, genital haemorrhage, headache, hormone level abnormal, hot flush, menorrhagia, migraine, nausea, pelvic pain, rash, stress, tooth fracture, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff had currently planning for essure removal due to removal reason for pain and heavy bleeding. Anticipated/scheduled date of removal: (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: pfs received: added event hormonal changes describe: hot flashes. Updated onset dates of events. Previously reported event genital haemorrhage was updated as non serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.